Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41mg/dl. The customer stated that they had a blood glucose level of 289mg/dl and bolused and blood glucose went down to 41mg/dl. The customer treated with food. The customer declined to troubleshoot for the low reading. The product will not be returned for analysis.